Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), pelvic adhesions ("adhesions"), fibromyalgia ("fibromyalgia") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, pelvic adhesions, fibromyalgia and depression outcome was unknown. The reporter considered depression, fibromyalgia, menorrhagia, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event pelvic pain. Events added from pif- menorrhagia, adhesions, fibromyalgia, depression. Date of removal, reporter information, date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.